Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat ongoing intermittent low blood glucose levels. Reportedly, bg levels were due to needing settings adjustments. Although requested, no additional information was provided.